Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va04d32, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 22-feb-2015, UDI#: (B)(4). Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient who was implanted with a neuros timulator (ins) for dystonia and movement disorders. It was reported that the patient cannot keep the ins charged. Patient states she charged for 4 hours last night and saw the charge complete screen. Caller states she double checked with the patient programmer and it said the ins was 100 percent charged as well. When they woke up the next morning the ins was dead and needs to be charged again. They state she does not have time to charge two times a day for 4 hours each time. It takes her a long time to charge and she has been having a hard time coupling. The patient has been recently reprogrammed or switched to a new group. They were reprogrammed by a nurse practitioner on (B)(6) 2018. The patient charges the ins too full. Additional information was received from a rep indicating that they met with the patient because the ins was draining much faster than anticipated and they found impedance issue during troubleshooting. Caller stated there is an impedance issue on the right brain lead/electrode. Patient is showing low impedance with 8 and 9 used together. No known activity or event prompted the issue. No trauma was reported by the patient, but they do have dystonia. Impedances were tested and the following was reported: baseline impedances ((B)(6) 2018): unipolar (ohms) 9 -675 8- 1008 bipolar (ohms) 8 and 9 = 977 8 and 10 = 1124 9 and 10 = 376 current impedances run (B)(6) 2018: unipolar (ohms) 8 611 9 - 600 10 - 734 11 1077 bipolar (ohms) 8 and 10 = 436 9 and 10 = 355 group therapy impedance measurement: configuration: 5v 90 us 250 hz 10+, 9-, 8+ used to be at 6.6v but changed to 5v 43 ma when running impedance current settings: 2.5v 90 us 250 hz c+, 8- therapy impedance = 608 ohms current of 4.0 ma it was reviewed to the rep that impedances given are an indication of a possible connection issue or fluid shunt which can be related to rapid discharge. Caller confirmed the patient does not report tingling behind ear or at pocket site that is related to the device. No symptoms reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the patient was using contact 8 and 9 for therapeutic settings which was causing excessive drain on the stimulator by running 45 ma of current. The cause of the rapid depletion was due to the short circuit. The patient with education was able to achieve better communication between the implant and recharging system. The cause of the low impedances was unknown. The recharging efficiency issues have been resolved. The rapid depletion has been resolved by the healthcare provider no longer using both contacts 8 and 9 for therapeutic settings. They are using contact 9 alone and current reduced to 4 ma which resolves the depletion issue. The low impedances have not been resolved unless patient has surgical revision. The physician is hoping to program around impedances and still provide symptom control. This information has been confirmed with the physician.